Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure c-34 was confirmed and replicated. During power-on test the c-34 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The probable root is attributed to errors triggered by the defective generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a nurse reported error c-34 on the erbe integrated electrosurgical unit (iesu) generator and monopolar was not firing. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error in the log and instructed the nurse to restart the generator and replace the cable, but the error reappeared immediately. The tse informed the surgeon that the generator could not be used. The surgeon indicated that no backup generator was available and noted the bipolar function was operational and inquired about using a vessel sealer extension (vse) instrument. The tse confirmed that the vse instrument could be used, allowing the procedure to continue with an unplanned vse instrument. The procedure was completed with no report of patient injury.